Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Also received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.(B)(4)

Event description:
The customer reported via phone call that the insulin pump gives her a no reservoir alarm when the reservoir is low and not empty. Customer also stated that the act and esc buttons are not working. Customer does not recall any significant events leading to the error. Customer's blood glucose was 178 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.